Event description:
The manufacturer received information alleging a ventilator had a defective sensor printed circuit assembly (pca). There was harm or injury reported. The sensor board was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The sensor board had a component mt2 proximal pressure sensor drift.

Manufacturer narrative:
The replaced component was returned to the manufacturer for evaluation.